Event description:
User indicated they have received false positive troponin t results. Info regarding 2 samples was provided, two pts initially tested positive, when repeated, were negative, add'l samples were also noted to have been positive and found to be negative upon repeat, however no add'l info has been provided. If add'l info is received, appropriate notification will be provided.